Event description:
Customer called to report the needle was left inside of the body after the insertion. Also stated customer removed the blue cannula hub and the needle stayed inside the body, therefore, customer was taken to the hospital to have needle removed. Site was fine, it was not red, swollen or infected.